Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the suspect high voltage module was returned. The reported malfunction was verified and was isolated to shorted transistor on the high voltage module. Analysis of failures of this type has not identified an increase in trend.